Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a shaft break occurred. The 90% stenotic, de novo and eccentric lesion was located in the mildly calcified and mildly tortuous 45 degree bend bifurcation of the left anterior descending (lad) and diagonal artery. The lesion was reported to be 3.5mm x 20mm and was not pre-dilated. The physician advanced two quantum maverick mr 15mm x 2.75mm balloon catheter via radial artery vascular access. While attempting to reach the target lesion, it was reported that the physician used extra force, due to severe difficulty experienced during insertion and advancement and the shaft of one quantum maverick mr 15mm x 2.75mm balloon catheter broke. The specific location of the shaft break is unknown. The device was removed from the patient without additional intervention. The procedure was completed with another of the same device. No patient injuries or complications were reported. The patient's status is reported as "stable."

Manufacturer narrative:
.